Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose reading of 235 mg/dl after eating dinner, with no symptoms reported and no alarms noted; troubleshooting and education were completed. Symptoms included no reported clinical effects. Outcomes included no impact requiring medical attention or hospitalization. Investigation included a review of device use, user-reported history, and troubleshooting guidance. Investigation of this case revealed no device malfunction or component failure and no product quality issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.